Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave intermittent out of range signals. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (str-gl-001/sm24000400), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on (B)(4) 2014. The returned complaint receiver was visually inspected and no defect was found. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event of intermittent "y" icon.